Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer reported that the buttons were hard to press, battery was not lasting. It was reported that they had hard time pressing one of the buttons, insulin pump was giving insulin but it was not enough, battery was only lasting a couple weeks. The insulin pump will not be returned for analysis.